Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) contacted the customer, who confirmed that the hospital power distribution box was in good condition. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Troubleshooting found that the direct current power supply (dcps) in the m cabinet of the system and the power distribution unit (pdu) fan tray had a running failure. The fse replaced the dcps and pdu fan tray. The dcps and pdu fan tray were returned for analysis, but no root cause for the failure could be found. After the dcps and pdu fan tray were replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to start up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.